Event description:
It was reported surgeon was performing a lap tubal ligation and inserted 511sd trocar without prior insufflation. Scope inserted and hematoma noted. Pt placed in trendelenburg position. Surgeon requested co2 be hooked up and turned on and then blindly inserted this trocar into secondary port. Fulguration of left fallopian tube performed. Progressing with fulguration of right fallopian tube when pt's bp began dropping. Surgeon made vertical midline incision. Surgeon requested general surgeon. Two general surgeons arrived who identified and repaired right iliac artery and left iliac vein puncture. Blood transfusion was required. Also, surgeons completed tubal ligation procedure.